Event description:
The customer reported that the system was difficult to steer. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The steering assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.